Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. (B)(4).

Event description:
The customer reported that the intra-aortic balloon (iab) had blood present in the drain port. This event occurred while the iab was in use on a patient. There was no reported injury to the patient.